Event description:
The customer alleged the pump continues to run after there was no food in the bag or tubing. Pump was being used with water.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed. This MDR is being submitted as part of a retrospective review for reportability.